Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, face protection and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the tubing to the flowcell was pinched at the differential mixing chamber and was leaking. The fse replaced the tubing and the instrument ran without any leaks. The cause of the leak was the tubing to the flowcell was pinched at the differential mixing chamber. (B)(4).